Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "pt (patient) has dilaudid pca (patient-controlled analgesia) infusing for pain management. Brain and channel of IV (intravenous) pump begin to beep. The beeping went with the "system error-communication error" flagged on pump brain. It gave code 255-16-275. The brain, channel and c02 monitor all stopped working. All history was lost and unable to retrieve upon changing syringe to new pca channel and brain." There was patient involvement, but no patient harm.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "pt (patient) has dilaudid pca (patient-controlled analgesia) infusing for pain management. Brain and channel of IV (intravenous) pump begin to beep. The beeping went with the "system error-communication error" flagged on pump brain. It gave code 255-16-275. The brain, channel and c02 monitor all stopped working. All history was lost and unable to retrieve upon changing syringe to new pca channel and brain." There was patient involvement, but no patient harm.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.